Event description:
After using the device, it was noted the tip was broken off. We are unable to locate it. The potential risk is that it is retained in the patient. Images were taken, imaging, direct laryngoscopy.